Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels for the last couple of weeks. Blood glucose level at the time of the incident was 341 mg/dl. The customer treated with manual injections. Blood glucose level at the time of the call was 220 mg/dl and down to 167 mg/dl by the end of the call. Customer stated the blood glucose rose to 527 mg/dl and found that the infusion set had a bent cannula. Customer completed troubleshooting. High pressure test was performed and passed. The insulin pump was not replaced or returned for analysis.